Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. Magnifying inspection of the platinum coil segment found the coil to have been stretched. There was no deformity around the stretched portion. Magnifying inspection of the stainless steel coil segment found no anomalies. The outside diameters of the platinum and stainless steel coil segments were measured and confirmed to meet manufacturing specification. The outside diameter of ni-ti core wire was measured and confirmed to meet manufacturing specification. Simulation testing was conducted on a factory retained sample. The runthrough ns sample of the involved product code was placed in a phantom vessel and trapped by being pinched with forceps over the phantom vessel. In this state, the sample was subjected to a pulling force in the direction of withdrawal. As the result, the pinch of the platinum coil became widened. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to a pulling force in the state of being trapped at an adjacent segment, resulting in the stretching on the platinum coil. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrouh ns and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported coil elongation on the involved device. Follow up communication with the user facility confirmed the following information: a xience 2.5-38mm was placed in the patient. The actual device was inserted in 4pd as a protection wire. A resolute 2.25 -28mm was placed in 4av due to the stent being smaller in size. It was post-dilated with a balloon catheter at 14-16 atm. The customer tried to withdraw the actual device to change out to another guide wire. The actual device became caught in the resolute stent. After applying pushing and pulling actions several times, the customer pulled the actual device out of the body forcefully. Ivus examination found that the resolute stent was deformed, the struts were dense in some areas and rough on others. The procedure was completed successfully the patient was not harmed.